Event description:
It was further reported that, in the last several months, the controller had alarms that have sounded appropriately.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lubrication servicing was performed on the power sources.

Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. As a result, the reported no sound could not be confirmed. Log file analysis also revealed a controller power-up with an associated motor start on (B)(6) 2019, at 23:56:47. The controller was without power for 5 seconds. As a result, the reported ¿pump stop¿ was confirmed. Analysis of data log files revealed premature power switching events due to momentary disconnections involving the two batteries. As a result, the reported ¿power switching¿ event was confirmed. While the devices were not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Applicable risk documentation and experience with events of similar circumstances were considered; events involving no sound may be attributed, but not limited to, a faulty speaker and a faulty internal component. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650, catalog #: 1650, serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650de, catalog #: 1650de, serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not, diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, catalog #: 1650 / serial #: (B)(4) / model #: 1650 / expiration date: 2016-10-31, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 2015-10-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, catalog #: 1650 / serial #: (B)(4) / model #: 1650 / expiration date: 2018-10-31, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 2017-10-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced power switching and had a loss of power. The patient reported that the controller screen went blank, no audible alarm occurred and they "felt" the pump stop. Normal function was resumed when a different battery was connected to the controller. The controller and batteries remain in use. No patient complications have been reported as a result of this event.